Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 4000 c311 stand alone system. The initial result was 47.3 mg/dl, and the repeat result was 71.8 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 911063. The expiration date was not provided. The customer found crystals on the nozzle for the rinse station and crystals on the reaction cells. The field service engineer found that the water rinse volume was misadjusted. He adjusted the rinse water volume and sample probe, replaced the sipper probe, halogen lamp, and reaction cells, performed a photometer check, cell blank measurement, and precision. The customer performed qc, and the results were within specifications. The investigaiton determined that the service actions resolved the issue.